Manufacturer narrative:
To date, the reported device has not been returned to conmed for evaluation. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise this filing will stand as the final report. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: instructions for use: prepare the skin at the application site according to facility protocol. If no protocol exist, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. Apply the pad firmly to the skin, ensuring full adhesion of the pad gel and adhesive, and full pad contact with patient's skin. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 410-2000 was being used during an l4-l5 microdiscectomy on (B)(6) 2020. It was reported that the patient received 2nd degree blisters where the device was located. The circulating nurse discovered the blisters and noted that there was a gap between the device and the patient's skin. The blisters were described as small. The patient was discharged on the same day. There was no report of medical intervention and there was no extended hospitalization due to the event. This report is being raised on the basis of injury due to the patient receiving 2nd degree burn.